Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient experienced a loss of therapy. The patient reported that they had been in to see their urologist and was told they had quite a bit of water in their bladder. The patient noted that they had just gone to the bathroom beforehand. The patient confirmed they were implanted to help with urinary retention and that this issue was a return of her symptoms and a loss of therapeutic effect. The patient stated that their hcp told them to call the manufacturer. The patient was not feeling stimulation and was unable to sync with the implantable neurostimulator (ins) because the patient programmer (pp) batteries were depleted. The patient noted that they were receiving a warning message about the depleted batteries but didn¿t have replacement aaa batteries available. The patient stated that they weren¿t feeling stimulation but that they usually didn¿t. The patient was to replace the batteries and contact a manufacturer representative (rep). No further complications were reported or were expected.